Event description:
The customer reported the ventilator powered down during use in normal ventilation operation and would not turn back on. The customer reported the unit was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) confirmed the device would not power on. The fse replaced the power supply to address the reported problem. Performance verification testing was completed per operating specifications and passed.